Event description:
Stenosis in the stent graft section: on (B)(6) 2025, the thoraflex hybrid was implanted to treat a patient with chronic type b aortic dissection. The procedure was completed without issue. However, during the follow-up examination on (B)(6), stenosis was observed near the periphery of the stent graft section. The patient is currently asymptomatic and is scheduled for discharge, but an additional tevar is scheduled later. A zenith dissection (cook medical) will be implanted in the stent graft section.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2263 - stenosis - stenosis in the stent graft section of the thoraflex hybrid device. Impact code: 2199- no health consequences or impact - there was no health damage to the patient. Device problem code : 3190 - insufficient information - reported as possibly device related however no device failure /deficiency has been reported component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: -thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2025 vs thoraflex hybrid > occlusion/thrombosis > emboli/stenosis (B)(6) 2021 - (B)(6) 2025 had an occurrence rate of 0.032% no trend requiring action has been identified. 4111 - communication interview: additional information has been requested form the site to aid this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- which confirmed the batch was manufactured to specification with no issues found. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Clinical code: e. 2263 - stenosis - stenosis in the stent graft section of the thoraflex hybrid device. Impact code: f. 4625 - additional surgery: site confirmed withing intake tevar is scheduled for a later date. 4642 - additional device required: a zenith dissection (cook medical) will be implanted in the stent graft section. Device problem code: a. 2993- adverse event without identified device or use problem: site reported event as possibly related to the device but from investigation performed, we can confirm that there was: there was no issues with the device before or during implant. Full batch review performed from base fabric to finished product for device ID: 25782708 which confirmed the batch was manufactured to specification with no issues found. Component code: g. 4755 - part/component/sub-assembly term not applicable type of investigation: b. 4110 - trend analysis: thoraflex hybrid sales jan 21 - may 25 vs thoraflex hybrid > occlusion/thrombosis > emboli/stenosis jan 21 - jun 25 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was received on 30 jun 25 which stated the below: the graft was not cut. The artey was not calcified. There was no issues with the device before or during implant. The graft was manipulated more than would be normal for a procedure of this type the patient did not have any other pre-existing devices implanted into their vascular system. Scans will be sent via file transmission service. There was no particulate visible on the outer or inner surfaces of the graft during implant. The patient past medical history is unknown and what medications was the patient on pre and post opp. The patient's anatomy showed no particular problems, although it was an acute dissection with one some bending of the vessel. There was no indication of stenosis pre op. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID: 25782708 which confirmed the batch was manufactured to specification with no issues found. 4117 - device not returned: device remains implanted. 4112- scan review was performed on 16 jul 25 which stated the below: no device deficiency identified. However, high oversize is evident in the mid-section of the stent rings. The stent rings appear to have partially deployed and as a result there is significant infolding of ring stents (6-10) and narrowing of the flow lumen. The clinician plans a tevar extension in attempt to open up the ring stent section. The event was related to patient anatomy. There was no device migration, dsine. The device patency was that aortic branches are all patent. Within mid/distal ring stent segment: infolding of fabric and narrowing/restriction of flow lumen. Under-expansion of stent 6-10, appear to remain partially deployed. Investigation findings: c. 213 - no device problem found: scan review stated the below: no device deficiency identified. However, high oversize is evident in the mid-section of the stent rings. The device relation to the event was related to other device. There was no issues with the device before or during implant. Full batch review performed from base fabric to finished product for device ID: 25782708 which confirmed the batch was manufactured to specification with no issues found. Investigation conclusion: d. 22- known inherent risk of device: IFU review was performed which confirmed that thoraflex hybrid nagase japanese IFU problems/adverse events states stenosis. 4310 - cause traced to non-device related factors: scan review was performed which stated the below: no device deficiency identified. However, high oversize is evident in the mid-section of the stent rings. The stent rings appear to have partially deployed and as a result there is significant infolding of ring stents (6-10) and narrowing of the flow lumen. The event was related to patient anatomy.

Event description:
Stenosis in the stent graft section: on (B)(6) 2025, the thoraflex hybrid was implanted to treat a patient with chronic type b aortic dissection. The procedure was completed without issue. However, during the follow-up examination on (B)(6), stenosis was observed near the periphery of the stent graft section. The patient is currently asymptomatic and is scheduled for discharge, but an additional tevar is scheduled later. A zenith dissection (cook medical) will be implanted in the stent graft section. It is unknown if this has been performed as no date/ additional information was provided for this. This report is being submitted as follow up #1 for manufacturing report number: 9612515-2025-00065 to provide event closure information for (B)(4).